Event description:
Customer reported via phone call to have high blood glucose of 452 mg/dl which customer reports to get every time set is changed. Customer treated high blood glucose with insulin pump. Customer declined troubleshooting of high blood glucose since he is able to resolve after set change. Customer reported that healthcare professional adjusted settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.